Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), back pain ("lower back pain"), headache ("headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robot-assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, fatigue, migraine, back pain and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the essure device was inserted in both tubes. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event outcome of vaginal discharge, pelvic pain, abnormal bleeding (general), dysmenorrhea, dyspareunia, fatigue, lower back pain, migraines and abdominal pain was updated as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (robot-assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, fatigue, migraine, back pain, headache and abdominal pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the essure device was inserted in both tubes. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-mar-2018: reporter information was updated. This case concerns 29 year old patient. Her demographic was updated. Lab data was added. Essure indication was amended. Following events were added: abnormal bleeding (general), vaginal discharge, dysmenorrhea, dyspareunia, fatigue, migraines, lower back pain, headaches and abdominal pain. She was recovering from the aforementioned events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: the essure device was inserted in both tubes. There were no complications. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.